Manufacturer narrative:
The insulin pump powered up properly after battery installation. However, the display fades out after pressing any button due to short lcd driver board. The pump was unable to perform the displacement test due to fading display. The pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose reading was 113 mg/dl. The customer stated that she had trouble with her screen blanking out. The customer stated that when she pressed the escape button, the screen goes blank. The customer stated that it started before a battery change. The customer stated that she can barely see the screen. The customer also stated that there is a crack that must have happened recently on the reservoir housing. The customer also stated that there are times when she takes the pump off the clip and it will swing into things. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.